Event description:
2/96 - facility notified verbally by MFR of possibility of corrosion of hose connections and resulting leak of hydraulic fluid. 3/23/96 co rep at facility to repair unit and take care of hose connections. Rep decided that hose connections were not a problem and did not replace them. 8/14/96 leak of all the hydraulic fluid (3 gallons) into pool. Msds states that fluid can cause skin or eye problems. No known pt problems.